Event description:
My doctor, in his office, removed the drug prialt in my synchromned 11 battery performed medtronics pump serial number (B)(4), model number 83637-20. He refilled the pump with a very small amount of laudanum. It was not set to bolus until the following evening. We left his office and drove 20 minutes home. Upon arrival I immediately stopped breathing and my heart stopped. The emt's administered an antidote. My heart stopped several more times in the ER and in the ambulance. I spent several days hospitalized in intensive care. This drug was not supposed to even be administered until the next day and the doctor did not use caution in filling this pump with medication. He had no way of knowing what effect it might have on me. He was told prior to this that I was very sensitive to opioids. This change in medication should have been performed in a hosp setting where monitoring could be done. Doctor says he did nothing wrong and the pump did not malfunction, however I literally died 20 minutes after the medication change. Why? This needs to be corrected so this will not happen to anyone else. This pump was to help with back pain. It did not work for me and almost killed me. Implanted in (B)(6) 2009 with baclofen to treat pain and spasticity in back from multiple sclerosis. After having no adverse effects from having baclofen injected directly in my spine. I became very ill several days from this same drug after the pump was implanted. I was monitored in a hosp for 4 hrs, prialt was used in this pump to replace the baclofen. I used it with increasing doses for 3 yrs, replacing it every 44 days. Because it no longer seemed to work and the extreme cost of prialt, my doctor with the guidance from medtronics, decided to use a very small amount of laudanum, and to increase it slowly. Before it was set to be delivered by the pump, I got a dose strong enough to stop my heart. Reason for use: change pain medication/medication not working changed from prialt to laudanum. Event abated after use stopped or dose reduced: yes.